Manufacturer narrative:
Findings: unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic on the insulin pump was broken and there was crack on the outside of reservoir compartment. The customer¿s blood glucose level was 9.9 mmol/l. The insulin pump will be returned for analysis.